Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of vault on a total abdominal hysterectomy, the device thread broke. A third suture had to be opened to successfully complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the samples noted two partial sutures and two needles. The loops of the sutures were observed to be broken but not returned. The needles were observed to be attached to the partial sutures. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.